Event description:
Our rep is reporting to us that during an arthroscopic knee repair, a portion of the distal tip of a driver broke off into the screw whilst the surgeon was driving the fixation device into the bone. The fragment was retrieved and the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. No corrective or preventative action is required or warranted at this time.